Event description:
A (B)(6) male underwent right ureteroscopy laser stone extraction for a large impacted right proximal ureteral stone. After holmium laser was used to fragment stone, an approx 6mm stone was basketed with attempted removal. Due to ureteral anatomy and stone size, stone could not be removed; basket could not be disengaged. Several maneuvers were performed to disengage stone and remove basket, but were unsuccessful. Wire to the handcontrols were then cut to disassemble basket, but would not disengage from tone. Due to significant ureteral edema, right stent was placed and remaining wires left in the bladder until november 16th; we then returned to operating room and used a holmium laser to eliminate stone in basket and then successfully removed basket without injury to pt's ureter.